Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced stress urinary incontinence, frequent urination, dysuria and vaginal itching as a result of the implantation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional device info: the reported lot number, 0ml10120203 could not be matched to the reported device. Therefore, the lot expiration and device manufactured dates are unknown at this time.